Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017 with a blood glucose level of 720 mg/dl. The customer was treated with manual injection. The customer stated that their insulin pump did not warn them about the high blood glucose level before they went out for dinner. The customer did mention they had bent cannulas in the past but other times the cannula was straight. The customer was wearing the insulin pump during the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.